Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the buttons on the insulin pump were hard to press. The blood glucose reading was 400 mg/dl. The customer stated that the insulin pump was not dropped or exposed to moisture. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.